Event description:
The customer stated that he was hospitalized for low blood glucose levels, with a reading of 37 mg/dl. The customer stated that prior to the event, he lost consciousness during an infusion set change, and was found by his wife. The paramedics were called for assistance, and the customer was treated. The customer was later found unconscious again by his wife, and was taken to the hospital. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.